Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 20mm liberté stent delivery system was selected to treat the lesion. Stent's shaft was broken into the guide catheter while it was in the coronary artery. Snare was used as retrieval device to pull out the broken part of the stent. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The liberte/veriflex stent delivery system was received with a liberte/veriflex inner packaging pouch and shelf box. The device and packaging matched the reported batch number. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 62cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 20mm liberté¿ stent delivery system was selected to treat the lesion. Stent's shaft was broken into the guide catheter while it was in the coronary artery. Snare was used as retrieval device to pull out the broken part of the stent. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.